Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing came apart. The site location was right side of his abdomen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. Currently, his blood glucose level was 303 mg/dl. No further information available.